Event description:
The rotator broke during a left ventriculogram. No harm or injury was reported. The customer reported two defective but has not provided additional details and clinical information for the additional event. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. The complaint was confirmed. The rotator separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation method: device history record was reviewed, complaint data base was reviewed.